Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was returned in two segments. The lead was severed 135 mm from the terminal pin and the extracting stylet was stuck in the tip segment of the lead. Visual inspection also revealed cuts in the insulation and stretched and deformed conductor coils. Resistance testing verified the lead was electrically continuous. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information received indicates that this right ventricular (rv) lead was explanted due to high impedance measurements. Attempts to obtain further information were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted for an unknown product performance issue. No additional adverse patient effects were reported.